Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician experienced difficulty crossing a calcified lesion. Upon removal, the stent dislodged in the physician's hand on the back table. Pt status is listed as "okay."